Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd micro-fine¿ pro pen needle the needle was difficult to remove from pen with the outer cover. The following information was provided by the initial reporter, translated from (B)(4) to english: this is a report about the difficulty to detach the pen needle with the outer cover, obtained through customer service from the patient who just started insulin treatment and is unfamiliar with how to use the product.